Event description:
The facility filed a medwatch stating: "while preparing to start uv and uac line placement, placed overhead exam light over pt. Noted light flickering off & on. Light stopped working, pushed to side and used other lighting. Subsequently noted 2cm sized blister progressed. Procedure aborted. Upon inspecting light, it was noted that filter was partially off the light. It is felt that this light caused burn to baby's abdomen. Transferred to children's hosp where debridement of burn performed".

Manufacturer narrative:
The hill-rom field tech examined the light and found the facility's bio-med dept had already made repairs and the light was back in service. The hill-rom tech interviewed the facility's bio-med and found the light's glass cylinder, which reduces the output of infrared light energy, was intact, but positioned off center allowing light to filter around the glass cylinder. The facility's risk mgr has elected to remove all of the 965 model lights from the hosp. Attached to this report is the "medical device notification" dated 2002. Also attached is a letter sent to our customers in 1998. The info received indicates the device was used during a medical procedure. The info suggests this event is related to a maintenance issue by not properly installing the glass cylinder. See scanned pages.